Event description:
The pump was returned for investigation. Investigation revealed a force sensor calibration that was not within specifications. This report is made based on results of investigation completed on 04/17/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During investigation, the pump force sensor calibration did not measure within specifications. The force sensor resistance did measure within specifications, and no damage was found to the force sensor. Initial reporter: (B)(6).